Manufacturer narrative:
The lead and ICD were removed on (B)(6) 2019. The lead was returned to the manufacturer for analysis. The visual inspection showed abrasion marks along the lead body. In particular, approximately 16.5cm distal to the df4 connector pin the inspection revealed a rubbed through insulation. In this region, the coating of the conductor cable to the shock coil was damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as the generator. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, deformations of the shock coil were found which most likely occurred during the explantation procedure. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported, that after an implantation period of approx.12 months a shock impedance of less than 25 ohms was observed via homemonitoring. During clinical fu the event could not be repeated.